Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. Additional information upon the sample return confirmed the product code and lot number; therefore, section d4: catalog #, lot # and expiration date, and section h4 have been updated. Section d4 UDI # was initially provided; however, an UDI # is not required for the updated product code. . The actual sample was received for evaluation. Visual inspection revealed no obvious anomalies, such as a break, in the appearance. The actual sample after rinsed and dried was built into a circuit with tube, and then bovine blood (hct 35% and temp. 37°c) was circulated in the circuit at 4 l/min, while the pressure drop was determined. The obtained values were confirmed to meet the manufacturer specifications. No obstruction was confirmed. Subsequently, physiological saline solution was flowed into the blood channel. There was no confirmed formation of blood clot that could lead to pressure rise. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. It is likely that clogging derived from blood occurred due to some factors, resulting in the pressure rise. However, with no anomaly noted in the performance test result of this product, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and product-release judgement records. (B)(4).

Event description:
The user facility reported that the involved capiox device was used during the procedure. There was a perfusion incident that occurred during a khk (khk = coronary heart disease) surgery (lima, 1 x vein). Extra-corporeal circulation no.: 0887h. Calculated flow (l/min): 5.38. At 23:25h there was a sudden increase in pressure in front of the oxygenator and a drop-in pressure at the back of the oxygenator. This situation resulted in a sudden venous emptying into the reservoir. An oxygenator change had to be performed as an emergency measurement. Circulatory arrest of 3 minutes due to this situation and coping with the oxygenator situation; timed by senior physician. Thereafter, problem-free continuation of therapy without further occurrences. The oxygenator was exchanged with an rx25. Terumo tubing pack set: cx-ge179 / lot#: 1906392. There was no blood lost. An oxygenator change had to be performed as an emergency measurement. The procedure was completed successfully. The patient was not harmed.